Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart and external ram crc error after a battery change. Customer¿s blood glucose was 144mg/dl at time of incident. Customer performed self test and it was passed but alarm occurred again. Customer advised to refer to back up plan as per hcp¿s instructions. Customer states that they experienced high blood glucose which was treated by bolus with insulin pump. Customer states that she was on antibiotics and was sick which caused high blood glucose. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error test noted during testing. No unexpected external ram crc error or unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing.